Event description:
According to the reporter: staples did not form properly, they remained in a u-shape and a complete opening of the stomach occurred. Surgeon had to fire another stapler and had to squeeze the stomach forward to the tube causing a tight sleeve. Operative time was extended by 30 minutes in order to make sure there is no leakage.

Manufacturer narrative:
(B)(4). (B)(4).